Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: patient with a femur shaft fracture was implanted with an a2fn nail and recon locking bolts on (B)(6) 2013. The nail and locking bolts were inserted under image intensifier guidance and operative steps were according to sequence. Check x-ray done post op was done in the anterior, posterior and lateral view but no oblique views were taken. Post-op x-rays taken on (B)(6) 2013 revealed the recon bolts were outside the nail and the nail had shifted superiorly. Patient was returned to the o.r. On (B)(6) 2013 for revision. During the procedure it was noted the recon locking bolts were anterior and outside the nail with drill bit scratch marks on the nail. The fracture was reduced and reinforced with cable wires, a new nail of shorter length and smaller diameter was inserted with recon locking bolts confirmed in position by intra-operative imaging in 3 views as well as real-time fluoro of the proximal femur. Patient is reportedly doing well and wound infection was manageable and in control. Patient is non-weight bearing. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The expert a2fn nail has been sent to our product development centre for investigation. We now are in receipt of the result. The device passed the required functional test successfully. The failure as per event description could not be duplicated. The nail meets fully to the valid specifications. Additionally the implant was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Placeholder.